Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records and sample evaluation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Medical records were reviewed and identified the following: metallosis, poly rotated anteriorly consistent with displacement of the acetabular polyethylene insert ¿ revision of acetabular head, poly, femoral head with application of autologous platelet rich coagulant. Black and soft tissue encountered consistent with metallosis. Acetabulum itself was well fixed, no wear pattern, liner exhibited wear pattern associated with malposition and inappropriate weight distribution no dimples on the background to imply screw heads were prominent and the locking rim appeared intact. Acetabulum well seated without prominence. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: a1, b4, b5, b7, d6, e1, g4, h2, h6. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000942 g7 hi-wall e1 liner 40mm f 6592120, 650-1058 cer bioloxd option hd 40mm 2957976, 650-1065 cer option type 1 tpr sleve -3 2936757, item #: unknown, unknown stem lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02598

Event description:
It was reported patient underwent a hip revision approximately four months post implantation due to poly liner detachment from cup. During the procedure, the head was noted to have articulated on the metal cup, so both the head and liner components were removed and replaced. Patient experienced discomfort and restricted daily activities. Attempts have been made and additional information on the reported event is unavailable at this time.